Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early elective replacement indicator (eri) after the device was programmed to a different mode. The device will be explanted and replaced. No patient complications have been reported as a result of this event.